Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: o2 calibration failed. O2 input flow test failed. Oxygen supply failed message.

Manufacturer narrative:
It was reported that the device alarmed with o2 calibration failed. O2 input flow test failed. Oxygen supply failed message during pre-operational check of the device. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The review of the logfiles by the local technician confirmed the issue. The root cause of the event was deemed to be a defective o2 mixer assembly. Hamilton medical requested confirmation whether replacing the o2 mixer assembly resolved the issue, but no response was received despite 3 reminders.